Manufacturer narrative:
Fields updated: h6 updated to add codes for investigation findings and investigation conclusion.

Event description:
During a surgical procedure, one screw broke during insertion. The device was removed and the case continued without issue. No patient consequence as a result.